Manufacturer narrative:
After further review, in this complaint there were no anomalies or malfunctions noted on the concomitant iabp unit, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in you database

Event description:
After further review, in this complaint there were no anomalies or malfunctions noted on the concomitant iabp unit, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in you database

Manufacturer narrative:
Concomitant products: transray plus 35cc ot#1508025 zeon corporation, 8fr 35cc ot#1508025. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using an unknown intra aortic balloon pump (iabp) the balloon did not expand properly. No harm or injury to the patient was reported.